Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump monitored for several days and no blank display when pressing act button noted. The insulin pump received with normal operating currents. No damage found on lcd isolation tape noted. The insulin pump received with cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 6.4 mmol/l.